Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. Missing segments and black screen were not verified due to blank display. The following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 553 mg/dl. The contacts on the battery cap were damaged. When the customer pressed the esc button on the insulin pump, the display went blank. When the customer pressed the act button on his insulin pump, the customer saw black with white lines and when in the main menu the screen was black. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.